Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user experienced difficulty with the cartridge becoming stuck in the ilet device during a supply change. After rewinding the pump and reseating the cartridge, the tubing was filled correctly, drops of insulin were observed, and insulin delivery was resumed. Blood glucose was not affected.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.